Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan (canada) alleging that her one touch ultra2 meter was reading inaccurately low. The patient stated that on an unspecified date during a week earlier, she obtained a "17/1 mmol/l" on meter. Within "couple of minutes," she retested again and got "12.1 mmol/l" on another one touch ultra2 meter. Based on the "17.1 mmol/l" meter reading (sliding scale), she took 10 extra units of 70/30 humulin insulin. Approximately 45 minutes later, she felt "giddy" and dizzy. She claimed that she did not exercise or perform any activities out of the ordinary, and did not eat or drink after taking the extra insulin. When she was symptomatic, she obtained a result "around 3.4 mmol/l" on her meter and then drank juice. She stated that drinking the orange juice relieved her symptoms. The customer service representative (csr) noted that the reported meter was correctly set to "mmol/l," an approved sample was used, and the correct testing/cleaning techniques were used. This complaint is being reported, because the patient allegedly developed symptoms after taking an increased dose of insulin based on her meter reading. Replacement products were sent to the patient.